Manufacturer narrative:
Multiple attempts to obtain additional information on this explant have been unsuccessful. The device has not been returned for analysis. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that six years, seven months post-implant of this mitral valve annuloplasty ring, the ring was explanted. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The physician reported there were no product performance issues specific to the ring¿s function. The operative notes contained no specific reason for the band replacement.